Manufacturer narrative:
Patient weight not available for reporting. This report is for two (2) unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an arthroplasty procedure by costochondral graft on (B)(6) 2017, two (2) separate cortex screws broke during insertion. The first screw broke under the head when it was loosened in order to shift the position of the 1.5mm variable angle (va) hand plate. The second cortex screw also broke under the head when it was tightened in order to draw the hand plate close to the bone. The screw shaft remains embedded in the third proximal phalange. The 1.5mm va hand plate was replaced with the 2.0mm va hand plate. Surgery was delayed approximately 15 minutes due to the broken screws. Concomitant devices reported: 1.5 va hand plate (part number unknown, lot number unknown, quantity 1), 2.0mm va hand plate plate (part number unknown, lot number unknown, quantity 1). This report is for two (2) unknown cortex screws. This is report 1 of 1 for (B)(4).